Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the console display blanking, blanking flow, and a s3 alarm was confirmed via the log file. The centrimag motor (serial #: (B)(6) ) was returned for analysis and a log file was downloaded from the returned and associated centrimag 2nd generation primary console. A review of the downloaded log file showed events spanning approximately 4 days (11jan2021 ¿ 13jan2021, 09feb2021 per time stamp). Events occurring on 09feb2021 took place during lab testing at abbott. On 12jan2021 at 12:38:37 an sf_ifd_shutdown_detected sub fault activated, and the speed dropped from ~4600 rpm to ~3100 rpm and the flow dropped to 0 lpm. A system alert: s3 and a set pump speed not reached: m5 alarms activated before the motor speed was able to increase again ~4600 rpm at 12:38:45. The flow remained at 0 lpm. At 12:40:17 a sf_ifd_shutdown_detected sub fault activated again and the motor speed dropped to ~3000 rpm with the flow remaining at 0 lpm. At 12:40:22 a set pump speed not reached: m5 alarm activated followed by a motor alarm: m4 at 12:40:31, a flow signal interrupted: f2 at 12:40:40, and a motor disconnected: m2 alarm at 12:40:40. The alarms were cleared; however, a similar sequence of events continued to occur until 12jan2021 at 12:55:40. There were no other notable alarms active in the log file. The centrimag motor was returned for analysis and was tested with the returned and associated 2nd generation primary console as well as a test console and flow probe. While the reported console blanking, blank flow, and s3 alarm was not reproduced, the motor disconnected: m2 alarm seen during the reported event in the log file was reproduced. The motor cable was inspected and was determined to be damaged near the motor end bend relief and the motor was subsequently scrapped. The root cause for the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. The device history records were reviewed for the centrimag motor (serial #:(B)(6) ) and the centrimag motor was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a2: patient age is estimated.

Event description:
It was reported that there was not an issue with the motor itself but was just returned to test the console with it to see if the s3 alarm could be repeated.

Event description:
Related manufacturer¿s report # 2916596-2021-00206. It was reported that the console display blanked for 3 seconds and came back on. Display did show an s3 alarm at that time. Pump continued to run with out issue. Flow probe was not showing flows nor did it alarm. The hospital staff attempted to switch flow probe but still did not work on failed console. Switched patient to back console without issues. Customer service was contacted and sent replacement. The site also reported a faulty motor but did not specify the issue.